Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed self-test. Unit received with moisture damage on the lcd board. All buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to falling into a swimming pool. Customer attempted to dry insulin pump and inserted a new battery. Customer received a battery out limit alarm and insulin pump was not responding. Customer reported that there was moisture under display screen. Customer's blood glucose was 162 mg/dl. Customer was advised that insulin pump would need to be replaced.